Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after a tka had been performed, the patient was unstable and the post on the poly insert was broken. This adverse event was addressed by revision surgery on (B)(6) 2024, in which the journ art ins bcs std 7-8 lt15 was exchange. Patient's current health status is stable.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision/insert exchange was performed due to patient was unstable with findings of a broken insert post. It was communicated that the medical documentation is not available, but patient's current health status is reportedly stable. Without the medical documentation, no contributing clinical factors were identified. The patient impact beyond the broken post and subsequent revision cannot be determined, although a brief post-surgical healing phase would be anticipated. However, review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. According with inspection procedure, the final inspection includes the verification of part configuration per print. Also, material specification shall control the quality and manufacture of ultra-high-molecular-weight polyethylene. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.